Event description:
It was reported to boston scientific that an advantage mid-uretheral sling was implanted in 2008. Post procedure the patient reported not being able to empty her bladder completely. The patient was taught to straight catheterize to alleviate any discomfort. A boston scientific representative was present during the case and reports that the sling placement was successful. The rep also reports that there are no plans in place to clip or remove the mesh sling. The patient's age and weight are not known.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the complaint. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.